Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the view on the camera was not starting. When the decision to cancel the medical procedure was made, the patient had already received anesthesia and incisions had already been made.